Event description:
The customer's mother called to report a crack on the insulin pump due to the insulin pump being dropped. The mother then stated that the customer was hospitalized for diabetic ketoacidosis. The customer was vomiting due to the high blood glucose levels. Nothing further was reported. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the functional test including the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had a crack on the reservoir tube.